Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A log review was performed for the cadiere forceps instrument reported in this complaint (pn: 470049/n13190917) and the following was found: the instrument was last used on (B)(6) 2020. The instrument had 7 lives remaining and was not used for any subsequent procedures. No error would appear in the logs for a broken instrument cable. A site review was conducted and no related complaint records were found. There was no photo or video of the event available for review. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the cadiere forceps instrument had unspecified physical damage. There was no report of patient involvement. Intuitive surgical (is) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.